Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a auto off alarm issue on the insulin pump. The customer's blood glucose level was 241 mg/dl. The customer was assisted through turning off auto off feature. No further information was reported.